Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the main coil was broke off the delivery wire at the detachment zone and there was no evidence that the coil was detached via electrolysis. The main coil was kinked and stretched. No other anomalies were noted. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributed to the reported event. Therefore, a root cause of operational context has been assigned to the event.

Event description:
It was reported that upon removal of the coil, it prematurely detached inside the microcatheter. The detached coil was successfully removed together with the microcatheter. There was no clinical consequence to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that upon removal of the coil, it prematurely detached inside the microcatheter. The detached coil was successfully removed together with the microcatheter. There was no clinical consequence to the patient.